Manufacturer narrative:
A boston scientific technical services consultant instructed the caller to perform a data download which was reviewed. The presenting data showed no stored episodes in the last seventy-two hours and there was normal device operation with ap and vp at the lower rate limit (lrl) of 70 ppm. The consultant recommended device interrogation with a programmer as that is only way to know if the threshold is okay. Additionally, patient testing should be performed to see if there are any changes in lead numbers or thresholds and to ensure the device did not cause or contribute to the observed asystole. A boston scientific sales representative did not have any further details regarding the reported observations. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was on a telemetry monitor and asystole was observed on the monitor; however, the patient did have a pulse at the time. The physician was inquiring if there was an issue with the telemetry monitor or if the device was not functioning appropriately. No adverse patient effects were reported.